Manufacturer narrative:
(B)(4). Batch # n5681n. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired. In addition, another cartridge was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: just for clarification, did the device lock-out (no staples deployed and no cut line started), if not, did the device deliver a cut line, was the cutline complete? The device delivered a cut line, but only a little. No staples: you responded that, ¿the device delivered a cut line, but only a little. No staples.¿ did the device cut the tissue: yes, but only a little.

Event description:
It was reported that during a laparoscopic radical resection of gastric cancer procedure, the surgeon triggered the device with a gold reload on the first firing, but no staples. Changed to another gold reload and fired, but still no staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.